Event description:
The pt was brought to the ICU from surgery post coronary artery by pass graft. When the pt's et tube was connected to the ventilator, the pt's blood pressure dropped to 40 systolic. Off the ventilator bp was 190/. The pt chest tubes drainage increased to 500 cc in the next 15 minutes. The pt was returned to surgery where they found and repaired a suture line that had torn free from the mammory artery. 2 units of packed red blood cell and 2 units ffp were given along with protamine for hemostasis. The ventilator is being eval more information pending.